Event description:
Complainant alleged that during preventative maintenance a "discharge fault" message was seen in the error log. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.